Event description:
An email sent to the manufacturer reports 2 comparisons. The first patient tested 5.7 inr on the device while a lab returned as 4.2 inr. The 2nd patient tested 5.0 inr on the device while the lab returned as 3.8 inr. No strip information provided and no adverse event reported. No timeframe was given.